Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced several weeks of pump power elevations and increasing levels of lactate dehydrogenase. No hematuria was noted. The patient was asymptomatic at the time of the incident and no alarms were reported. Suspected pump thrombosis was reported and the patient was moved up on the transplant list as urgent status. No further information is available at this time.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the product was not available for evaluation. The patient remains ongoing on vad support and no further events have been reported to the manufacturer at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.